Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when she does fill tubing process it squirts out insulin during manual prime. Customer also states that they are unable to exit the "preparing to prime" loop and had air bubbles in the tubing. Product will not be return for analysis.